Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4) , could not be conclusively determined through this evaluation. All available information for conducting this investigation was provided and no follow-up attempts will be performed. The patient passed away on (B)(6) 2022. No product is available for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown, and due to patient privacy laws the managing hospital would not communicate patient outcome details. Based on a review of available patient records and a request for patient outcome, there were no device issues at the time of the outcome. The death was not device or therapy related.